Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the impactor broke upon impaction during knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. No product was returned. Visual and dimensional evaluations could not be performed. The instrument was manufactured on jul 30, 2012 and has an approximate field age of 3 years. It is unknown how many times this device has been used. However, as per package insert for instrument/provisional use, care and sterilization , it is a known risk that impactor pads would fracture upon impaction. Review of device history records and receiving inspection report identified no deviations or anomalies. This device is used for treatment. A complaint history search identified no trends requiring further investigation. Previous corrective and preventive actions taken determined that the cr impactor pad experiences more fractures than the ps impactor pad because the cr undergoes higher stress during impaction than ps. Based on information available, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.